Manufacturer narrative:
Section d product information has been updated. The calibration and qc recovery data provided was within specification. The patient sample was received for investigation. The investigation did not identify an interfering factor in the sample. The customer's results were confirmed. Per product labeling, "implausible elevated testosterone values in women should be verified by an extraction method or a validated lc-ms/ms tandem method." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." No product problem was identified.

Event description:
There was an allegation of questionable elecsys testosterone ii assay results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 6.76 nmol/l. The sample was repeated on a competitor analyzer and the result was 0.45 nmol/l. The initial result was inconsistent with the patient's clinical picture.

Manufacturer narrative:
The analyzer serial number is (B)(6). The patient sample was requested for investigation. The investigation is ongoing.